Event description:
Erroneous short ptt reuslts of <21 seconds were obtained on the sysmex ca-1500 system. The results were reported to the physician despite the error flags due to user error. Pt was on heparin therapy before the erroneous results were reported but it is unknown if the treatment was altered due to the erroneous results. The pt died. Analysis of instrument data indicates possible sample integrity issue. No additional info could be obtained from the hosp contact.